Manufacturer narrative:
The investigation for the reported issue has been completed. The cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
Japan complainant reported that that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by replacing the aic. The patient ultimately expired, but there was no allegation against the aic or impella related to the patient¿s death.